Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the solitaire ab 6-30 stent, the stent could not be pushed out of the microcatheter due to high resistance, particularly during the delivery phase. The resistance was noted in the middle section of the catheter, which affected normal use. The device was replaced. Additional information received reported the patient¿s vessel tortuosity was normal. Lesion characteristics (location, size, type, side, dimension, etc.): middle cerebral artery thrombosis. The patient was undergoing a thrombectomy. The cause of the resistance was not determined. The resistance was in the middle of the catheter (react 71 and rebar 18). Continuous saline flush was administered and maintained as indicated in the IFU.